Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received emergency medical assistance due to low blood glucose on (B)(6) 2017, with blood glucose of 24 mg/dl at the time of the incident. The customer was at 97 mg/dl at the time of the call. The customer was given intravenous glucose to treat. The customer experienced symptoms such as shortness of breath, anxiety, and mental experience. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes that the pump over-delivered insulin. Customer switched to manual injections the day after the incident. The insulin pump will not be returned for analysis.